Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. During the deployment procedure, the operator was unable to retract the j segment of the locator. The operator pulled the j segment through the arteriotomy without first advancing the locator forward and the artery was torn. A surgical repair of the tear in the artery was necessary. The pt did well and no further complications were reported.